Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization, a 4mm x 12cm galaxy g3 coil (gly120412, l12926) was being used as a framing coil. The physician attempted to insert galaxy g3 coil into the microcatheter, however, it could not be inserted into the microcatheter (mc). After several attempts, the physician attempted to re-sheath the complaint product, but the complaint product unraveled in the microcatheter. The complaint product was replaced with another coil and the procedure was completed. There was no damage to the device prior to use. The device was used and prepped as per the instructions for use (IFU). No excessive force was applied to the device. No further information is available. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device l12926 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaints of ¿detachable coil delivery system (dcs) - impeded in microcatheter with no loss of cerebral target position¿ and ¿coil - unraveled/stretched-in microcatheter¿ could not be confirmed. Based on the device history record review, there is no indication that the events are related to the device manufacturing process. The exact cause of the events could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failures. Impeded in microcatheter is a known potential product failure associated with the use of the device. The IFU includes warnings and instructions for use to trouble shoot this type of situation. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization, a 4mm x 12cm galaxy g3 coil (gly120412, l12926) was being used as a framing coil. The physician attempted to insert galaxy g3 coil into the microcatheter, however, it could not be inserted into the microcatheter (mc). After several attempts, the physician attempted to re-sheath the complaint product, but the complaint product unraveled in the microcatheter. The complaint product was replaced with another coil and the procedure was completed. The product will not be returned for the investigation. There was no damage to the device prior to use. The device was used and prepped as per the instructions for use (IFU). No excessive force was applied to the device. No further information is available.